Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/09/2025, a representative reported via (B)(4) that an ar-1665bcsl 4.75 bc loop 'n' tack¿ tenodesis implant system broke off during suture passage. This occurred during a rotator cuff repair. When the retractable tip got stuck on the scope sheath, it broke off when trying to remove it.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to interference with another instrument.